Event description:
2026-feb-15: information was received from a healthcare provider(hcp) regarding an implantable neurostimulator. Caller said patient (pt) could not feel their legs since last night. Pt said their device was for "seizures." Tss disclosed pt could not be located in registration system. No device issue alleged. (B)(6) 2026: agent spoke with receptionist/staff on (B)(6) 2026 who noted the patient was in-patient at the facility for specialty care. Agent spoke with receptionist on (B)(6) 2026 who indicated patient was still present at the facility. No additional information provided. (B)(6) 2026: agent spoke with rn who reviewed the patient¿s chart, verified name spelling and dob are correct: patient presented to the ER after a fall, then entered long term care facility. No device info, transferred to charge nurse who reviewed notes from ER nurse: the implant was a boston scientific device, and there was no external equipment, and device was not in use (for unknown time period). Reason for implant was not in the chart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).